Manufacturer narrative:
Concomitant medical product: product ID: 310c31, tissue valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high right ventricular (rv) lead thresholds. It was noted that the high threshold was chronic per the lead trends. The rv lead remains in use. No patient complications have been reported as a result of this event.